Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21038. The pt rec'd one model 3186 scs lead and two model 3146 scs leads (same lot number). It was reported the pt underwent surgical intervention to explant the scs system due to ineffective stimulation. According to the sjm rep, effective stimulation was confirmed at the last programming session.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.